Event description:
Home patient (hp) reported feeling shoulder pain, similar to excessive air, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported seeing air bubbles in the solution bag on the heater of the homechoice cycler at the end of therapy and felt that the homechoice may have infused her with air. Hp subsequently requested a replacement homechoice cycler. Follow-up with the healthcare professional (hcp) reveals the hcp does not attribute pain to the homechoice cycler but to an incarcerated hernia. According to the hcp, hp was diagnosed with hernia on 11/20/99 and was hospitalized for hernia on 11/20/99 and 12/4/99. Hcp states she does not feel that hp had been filled with air nor does she feel that any machine failure or malfunction had occurred. Hp states there was no pt injury or medical intervention as a result of reported incident.